Event description:
The patient had a pacemaker implanted late (B)(6) 2017. The patient came back to surgery on early (B)(6). The left ventricle lead was replaced along with a generator, and pocket revision also was performed.